Event description:
It was reported that, the pt had a fall in (B)(6) in (B)(6) 2010. Periprosthetic fracture was fixed with synthes lcp and cables. This construct failed and dr (B)(6) revised with gmrs knee. Event was not related to any stryker components.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: description: kmax stem extnr (s, m, l, xl), 800mm: cat # 64768260, lot # lcm354. Description: series 7000 standard tibia: cat # 7115-0007, lot # t05h1336. Description: scorpioflex ps tib insert: cat # 72-5-0710a, lot # 25774001. Description: scorpio u-dome patella: cat # 73-3708, # r268.